Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port. Customer¿s blood glucose level ranged from 120-121 mg/dl. The customer was instructed to plug the pump into a wall outlet, but the customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.